Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and analysis is underway. Method ¿ actual device evaluated. Results ¿ (100) results pending completion of evaluation. Conclusion ¿ conclusion not yet available-evaluation in progress.

Event description:
It was reported that the handpiece was returned after being tested and failed at the user facility upon arrival. Follow up with the customer found that the device made a noise, started heating up immediately and got hot to the touch. There was no patient involvement and no injury reported.

Manufacturer narrative:
The handpiece was returned and evaluated by the quality engineering team. The product analysis could not verify the reported complaint for excessive heat. Temperature testing observed ambient temperature was 75.1 degrees and the maximum temperature was 82.5 degrees, testing within product temperature specifications. The device was cleaned and tested to product specifications and returned to the customer. (B)(4)